Manufacturer narrative:
Device passed the displacement test, rewind, prime test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected bolus delivery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was declining to 50 mg/dl. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.